Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the ins did not seem to be working. The patient reported a loss of therapy. The patient has been trying to connect to charge the ins. The patient programmer showed low ins battery. The recharger showed to charge the ins, when the patient tries to charge it shows the battery is low. The patient was unable to connect to the ins. The patient was in a head on auto collision. The patient said directly after the auto accident he was not feeling stimulation (not feeling the buzzing in his back and legs). The patient also said the pain returned. The patient mentioned it felt like the ins had moved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the ins did not seem to be working. The patient reported a loss of therapy. The patient has been trying to connect to charge the ins. The patient programmer showed low ins battery. The recharger showed to charge the ins, when the patient tries to charge it shows the battery is low. The patient was unable to connect to the ins. The patient was in a head on auto collision. The patient said directly after the auto accident he was not feeling stimulation (not feeling the buzzing in his back and legs). The patient also said the pain returned. The patient mentioned it felt like the ins had moved. No further complications were reported.